Event description:
A request has been received for a mets smiles total knee replacement kit. The sales rep reported "we¿re sure they only want to replace the tibial component and bushings. Axle and bumper are also an option.¿ update 28/september/2020: rep confirmed that a revision will be performed. As reported: "the patient fell down and broke the stem from the tibial component."

Manufacturer narrative:
Corrected data e1 initial reporter country corrected from (B)(6). Additional manufacturer narrative: reported event: an event regarding crack/fracture involving a unknown mets, tibial stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot/ batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A request has been received for a mets smiles total knee replacement kit. The sales rep reported "we¿re sure they only want to replace the tibial component and bushings. Axle and bumper are also an option.¿